Event description:
This per was raised with minimal information: the customer reported that a patient allegedly presented with a clunking sound when he walked and that upon assessment the surgeon undertook a revision of the mrh knee. The customer further reported that the reason for the revision is that the implants had become loose and that they had allegedly unscrewed inside the patient.

Manufacturer narrative:
An event regarding tibial loosening whereby the femoral component was revised for unspecified reason involving an mrh femoral component was reported. The event was confirmed. Method and results: device evaluation and results: there is excessive amounts of bone cement still attached to the entire internal surface of the femoral component, in particular anteriorly and posteriorly of the femoral boss. The bearing surface has scratches throughout, consistent with clinical use and subsequent removal of the device from the bone. The material analysis did not observe issues associated with the femoral component. Medical records received and evaluation: insufficient medical records were received for review with a clinical consultant, but following were his comments: the only medical records received are the operative notes for the stage 2 of 2 stage treatment for infection, i.e. The implantation of the mrh knee components and gives no clues. The x-rays show that initial implantation was quite adequate. Why the baseplate started to unscrew is not clear from the x-rays. It was suddenly there without any tell tale sign on the previous x-ray set. The unscrewing went by upwards movement of the baseplate whereby the baseplate lifted itself out of its bony environment with almost 1-cm. It is probable, that the revision setting with previous implant infection had destroyed the trabecular bone interface that is normally responsible for proper interdigitation between cement and bone. The root cause of failure is most likely procedure-related as related to surgical technique although there is lack of adequate information. No patient-related factors and no device-related factors as also supported by the mar can be identified. It is noted that the patient had a fall in (B)(6) 2014. Device history review: the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusions: the medical review indicated that insufficient information was provided in terms of medical records and operative notes. The unscrewing by upwards movement of the baseplate could have been caused by the revision setting at the previous implant infection which had destroyed the trabecular bone interface that is normally responsible for proper interdigitation between cement and bone. The root cause of failure is most likely procedure-related as related to surgical technique although there is lack of adequate information. No patient-related factors and no device-related factors as also supported by the mar can be identified. It is noted that no specific reason for the revision of the femoral component was given. Based on the information provided, the exact cause of the event could not be determined. Further information such as additional pre- and post-operative x-rays, the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining a definitive root cause. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened. The following other devices were added to this report: mrhk fem distal blk 10mm l; cat# 6481-1-230; lot# se69l. Dcon p-fit stem cocr 19mmx80mm; cat# 6478-6-420; lot# layze. Mrhk fem distal blk 10mm l; cat# 6481-1-230; lot# snc7f. Dcon p-fit stem cocr 16mmx80mm; cat# 6478-6-405; lot# s83xc. Mrhk tibial sleeve; cat# 6481-2-140; lot# lcp174. Mrh axle; cat# 6481-2-120; lot# ctd1157. Mrhk femoral bushing; cat# 6481-2-110; lot# lcq593. Mrhk tib ins 13mm m/l m2/l2; cat# 6481-3-313; lot# lco531. Mrhk bumper insert - neutral; cat# 6481-2-130; lot# lco132. Mrhk femoral bushing; cat# 6481-2-110; lot# lcr798. Offset adapter 4mm; cat# 6478-6-490; lot# s4ycr. Mrh tib bp peg lrg; cat# 6481-3-103; lot# s39hl. Mrh tib rot comp xs-xl; cat# 6481-2-100; lot# 033559.

Event description:
Patient first seen by (B)(6) (consultant involved throughout) in 2011 for 12 year old ib2 (loose). Revision to ts (B)(6) 2011. Wound problems /infection 1st stage revision (B)(6) 2012 - cement spacer. Re-implanted hinge (B)(6) 2012. Good progress treated for ca larynx. Clinic (B)(6) 2014 increased pain in knee had given way 4 weeks before causing him to fall on knee 2 weeks of severe pain then settled. Loose on xray aspiration grew staph on extended culture thought to be contaminant. Patient went to (B)(6) for three months with brace for support then admitted for surgery so far cultures negative.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown mrh knee. When completed, the investigation results will be submitted in a supplemental report.